Event description:
The advocate stated the customer received a blood glucose reading of approximately 200mg/dl from her contour next ez meter. The doctor's meter read approximately 80mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.test strip information was not provided. A new meter was sent to the customer.

Manufacturer narrative:
(B)(4)